Event description:
Depuy acromed rec'd a complaint concerning a summit oct mini polyaxial screwdriver. According to the complainant, during final tightening, the driver got stuck in the mini polyaxial screw head. The doctor fractured the lateral mass trying to remove the screwdriver. There were no other adverse consequence to the pt. A dimensional analysis was performed and the screwdriver conformed to all specifications. The head of the minpolyaxial screw is designed to help align the rod in the head of the screw. However, once the screw has been inserted and the retaining collet has been retracted, the hex end of the screwdriver may stick due to the polyaxial head of the screw contacting bone, rotating, causing it to stick to the screwdriver. No other events of this type have been reported. These types of events can be prevented by backing the screw out in small increments counterclockwise. The screwdriver will then disengage itself. No further action is required.

Event description:
Depuy acromed rec'd a complaint concerning a summit oct mini polyaxial screwdriver. According to the complainant, during final tightening, the driver got tuck in the mini polyaxial screw head. The doctor fractured the lateral mass trying to remove the screwdriver. There were no other adverse consequence to the pt.